Event description:
Preventative testing was performed by intuitive to assess the davinci xi for potential error messages/failures. The testing resulted in the unit pairing device (upd), which pairs the trumpf or table to the davinci system, being replaced.